Event description:
It was reported that during the inferior mesenteric artery (ima) embolization in a type-ii endo lock (el) case, the subject coil encountered resistance while advancing through the microcatheter and got stuck. When the subject coil was pulled back, the middle section of subject main coil got stretched and it was prematurely separated/detached from the subject coil delivery wire inside the microcatheter. The procedure was almost complete, so it was finished without additional embolization. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the inferior mesenteric artery (ima) embolization in a type-ii endo lock (el) case, the subject coil encountered resistance while advancing through the microcatheter and got stuck. When the subject coil was pulled back, the middle section of subject main coil got stretched and it was prematurely separated/detached from the subject coil delivery wire inside the microcatheter. The procedure was almost complete, so it was finished without additional embolization. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil was stuck within the microcatheter, and when it was attempted to be pulled back it detached inside the microcatheter. Based on the information provided, intermittent flush was used which may have contributed to the reported event. The additional information also indicates that no rhv was used, and the coil was manipulated while holding the sheath in the mc hub by hand. This may also have contributed to the reported event. However, as the device was not returned, this cannot be conclusively stated. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.